Event description:
Journal article received: iatrogenic radiation exposure to patients with early onset spine and chest wall deformities; derek khorsand, kit m. Song, jonathan swanson, adam alessio, gregory redding and john waldhausen; spine (2013) 38 (17): e1108-e1114; reported: a retrospective review of the average iatrogenic radiation dose to 62 children (28 males and 34 females with a mean age of 5 and 6.9 years respectively) with thoracic insufficiency syndrome who were treated with vertically expandable prosthetic titanium rib (veptr). Complications included: sixteen patients who underwent revision of a proximal anchor during their treatment; migration was not seen via plain radiographs in three cases. One patient experienced migration of the distal hook into the canal. Patients received on yearly average four times more levels of radiation as compared with natural background levels of radiation. The majority of exposure occurred during the initial evaluation prior to initial surgery. Computerized tomography (CT) scans accounted for 74 percent of the total dose. Products reported are synthes devices. A copy of the journal article is being submitted with this medwatch. This report is for an unknown veptr part. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event: spine (2013) . Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.